Manufacturer narrative:
Product ID 978b128, lot# va2tr12, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they received 2 of the same letters from customer quality regarding the loose lead. Patient mentioned return of urinary symptoms 1-2 months prior to their (B)(6) 2024 follow-up appointment where system was checked. Patient also inquired about compatibility with ablation procedure. Agent reviewed guidelines. Patient responded to questions posed in the letter that was sent to them. When asked "when will the lead be removed" the patient indicated "(B)(6) 2025." When asked if the cause was determined the patient indicated "yes" and they noted the likely cause as being "the lead came loose somehow." The patient noted the doctor will replace the battery and lead on (B)(6) 2025. Patient noted the issue has not yet been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 6 -7 months ago, patient went to see the np shawna highland at healthcare provider office and they checked the system and said that everything was working properly however patient said that they never felt any stimulation sensation. Patient said they did have some testing and then patient was sent for x-rays. Patient said was told that lead was loose, not where it was placed and patient will need to have a revision. When asked, patient said that about sometime between last august and october, went to bend over to pick up a bottle of water and overextended and fell forward and landed on their hand. Patient said that never felt anything in that area to indicate that something has moved. Patient said has reviewed the situation with healthcare provider and is scheduled to have surgery in april to reattach the lead.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2tr12 implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 09-apr-2025, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.